Event description:
The customer complained of questionable inr results for multiple patients tested on two different coaguchek xs pro meters compared to an unknown laboratory method. For patient 1 at 8:20 am the result from meter serial number (B)(4) with an unknown strip lot was >8.0 inr and the laboratory result was 4.5 inr. Patient 1 is anemic and had a hematocrit of 47%, is not on heparin therapy, does not have antiphospholipid antibodies, and is not on direct thrombin inhibitors. For patient 2 at 10:15 am on (B)(6) 2018, the result from an unknown meter and unknown strip lot was 7.7 inr and a laboratory result of 4.7 inr. Patient 2 is anemic and had a hematocrit of 35.6%, is not on heparin therapy, does not have antiphospholipid antibodies, and is not on direct thrombin inhibitors. For patient 3 at 8:50 am on (B)(6) 2018, the result from meter (B)(4) was 7.2 inr. At 8:50 am the result from meter (B)(4) was 5.2 inr. At 8:50 am the result from the laboratory was 4.3 inr. Patient 3 therapeutic range was 2.0 - 3.0 inr. Patient 3 is not on heparin therapy, does not have antiphospholipid antibodies, is not on direct thrombin inhibitors, is not on new medication, has had no diet changes, has had no new illnesses, and had no symptoms of bleeding or bruising. Patient 3 held their coumadin dosage for 1 day and their current condition was provided as stable. Patient 3 is a (B)(6) female who was born on (B)(6). There was no allegation of an adverse event. Meter serial number (B)(4) was tested with liquid qc and retention strips lot 29779214. Testing results (qc range 1.9 - 2.9 inr): qc 1: 2.4 inr qc 2: 2.4 inr qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 4.0 %. Meter serial number (B)(4) was tested with liquid qc and retention strips lot. Testing results (qc range 1.9 - 2.9 inr): qc 1: 2.4 inr, qc 2: 2.5 inr, qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 4.0 %. Retention test strips (lot 297792-14) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch correction/removal report no.

Manufacturer narrative:
Correction/removal report no was updated.